Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 4.50mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.